Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated electrolyte leakage in the battery. Analysis of the hybrid revealed the device loss of telemetry and all functions were due to a severely depleted battery. Both loaded and unloaded pacing current drain levels were high for this device. There was evidence of a high current drain condition on the hybrid. Additional hybrid analysis at the product analysis laboratory, tempe revealed the elevated current condition was confirmed and traced to electrolyte leakage from the battery. Battery electrolyte leaked onto the hybrid and created conduction pathways between hybrid electrical nodes. After the electrolyte dried, the shorting paths were removed, and nominal functionality was restored. The reported serious memory failure was due to bubu mode. No hybrid anomalies were identified. Analysis of the battery revealed review of the manufacturing data, the data gathered during the visual and dimensional inspection, and the electrical testing data, did not show any abnormal results. Electrolyte leaking from the feedthrough of the cell likely caused a temporary short path in the device that prematurely depleted the remaining lithium. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated electrolyte leakage in the battery. Analysis of the hybrid revealed the device loss of telemetry and all functions were due to a severely depleted battery. Both loaded and unloaded pacing current drain levels were high for this device. There was evidence of a high current drain condition on the hybrid. Additional hybrid analysis at the product analysis laboratory, tempe revealed the elevated current condition was confirmed and traced to electrolyte leakage from the battery. Battery electrolyte leaked onto the hybrid and created conduction pathways between hybrid electrical nodes. After the electrolyte dried, the shorting paths were removed, and nominal functionality was restored. The reported serious memory failure was due to bubu mode. No hybrid anomalies were identified. Analysis of the battery revealed review that the battery did not show any abnormal results. Electrolyte leaking from the feedthrough of the cell likely caused a temporary short path in the device that prematurely depleted the remaining lithium. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was removed and replaced due to premature battery depletion. No patient c omplications have been reported as a result of this event.